Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the current electrogram on carelink had some ventricular events which were unannotated. A report was filed, so that the cause for the missing markers could be determined. No patient complications have been reported as a result of this event.